Event description:
Boston scientific received information that an alert for high out of range shock lead impedance measurements was detected via remote monitoring. The health care facility was alerted and dismissed the alert.additional information was received that the patient was seen in the clinic and they do not believe there is any performance issue with the lead. The lead will continue to be monitored remotely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.